Event description:
It was reported the pump did not deliver the medication. Unit pumps but the medication is not dispensing. No adverse patient effects were reported by the customer".

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the dso is worn but the device is in good condition. Review of the event history log is not applicable. Three accuracy tests were performed, and the reported problem was unable to be duplicated; however, the device was found to be over delivering. It was determined that the root cause was the bad expulsor. The service history review identified no indication that the complaint was related to a service of the device within the review period. B3: unknown, corrected data: health effects corrected.